Manufacturer narrative:
Correction to section b5 from regulatory report number MDR-2024-55389-01 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated multiple attempts at reprogramming were unsuccessful and imaging showed a slight migration. Surgical intervention took place on 04dec2024 wherein the system was explanted to address this issue.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186 UDI: (B)(4), serial: (B)(6), batch: a000138866.

Event description:
It was reported that the patient was experiencing insufficient pain relief with the device and hadn't had good relief in a long time. Surgical intervention took place where the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating reprogramming attempts took place multiple times, but still resulted in ineffective stim. Also, imaging showed a slight migration. Surgical intervention may take place at a future date to address the issue.